Event description:
Consumer called to report several high readings with his meter and new strip lot. Was hospitalized for insulin overdose.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.